Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of jucuf234 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jucuf234) have been reported from the same facility.

Event description:
It was reported that the statlocks appear to be cracked/leaking at the "y" site even though they are clamped off. This report addresses the first of three devices.